Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her lifescan meter (unknown type) was reading inaccurately high. In addition, she alleged it would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issues began on (B)(6) 2013 at an unknown time. She tested on the subject meter and observed a value of '142mg/dl' and within 30 minutes she tested on her friend's meter and observed a reading of '68mg/dl.' Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient reportedly does not take any medications to manage her diabetes and continued with her usual diabetes management routine in response to the alleged issue. At an unknown date/time the patient also claimed that the meter would not power on. The patient claimed after the alleged issues occurred, she claimed she developed symptoms of 'dizziness, nausea and sweating.' Despite her symptoms, she denied receiving any form of medical intervention. It would have been helpful to know which of the alleged issues caused or contributed to the symptoms. No troubleshooting could be performed for either issue because the patient did not have any of the products with her at the time of the call. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.